Manufacturer narrative:
Date rec'd by MFR: 30oct2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touch screen assembly revealed no signs of physical damage and contamination. The touch screen assembly was installed into the failure investigation (fi) test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly failed resistance specifications. The ul_lr and ur_ll resistance were out of specifications. Fault was found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address this reported event.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.